Event description:
The customer reported that the instrument worked fine for several applications during a laparoscopic gastrectomy. Later in the procedure, the device suddenly started to only activate in short pulses. End tones, signifying a completed seal cycle were heard after the activations. However, no sealing effect could be observed. Another device was used to complete the procedure. There was no blood loss or injury and the pt is reported to have fully recovered.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.